Event description:
Patient presented to the clinic after receiving inappropriate shock. Low r-wave amplitude and loss of capture threshold were observed. The physician elected to explant the lead.

Event description:
The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.